Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2023) the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ten months and thirteen days post port placement, the patient felt chest distress. It was further reported that upon chest x-ray the catheter allegedly found to be ruptured and migrated into the atrium. It was also reported that the detached catheter was removed with the port in an interventional manner. Reportedly, the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, one electronic photos was provided for review. The investigation is confirmed for the reported fracture and material separation issues as the photo shows one catheter segment. However, the investigation is inconclusive for the reported migration issue as there was no objective evidence provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that ten months and thirteen days post port placement, the patient felt chest distress. It was further reported that upon chest x-ray the catheter allegedly found to be ruptured and migrated into the atrium. It was also reported that the detached catheter was removed with the port in an interventional manner. Reportedly, the port was removed and replaced. The current status of the patient is unknown.